Event description:
Boston scientific received information that during routine follow-up, the right ventricular (rv) lead exhibited perforation of the heart wall. Subsequently, the lead was explanted and a new lead was successfully implanted without complication. The lead was sent to the hospital's pathology laboratory. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.